Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on keypad trace. Analysis found no number ramping, scrolling on display, or battery out limit alarm. The insulin pump was received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.